Event description:
The device was added to an existing ventricular peritoneal shunt on (B) (6) 2009. The shunt had been in place for a long time. Although the exact length of time is unk, it was put in when the pt was very young and the pt is now a teenager. The valve is a competitor device, the model number is unk. The j&j device functioned for approx 2 1/2 months until the pt became symptomatic - stopped draining. The j&j device was originally implanted at the distal end of the peritoneum. It was surgically explanted and replaced on (B) (6) 2010. The pt was fine following the procedure; they will continue to monitor the pt.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.